Event description:
It was reported that patient underwent initial total knee arthroplasty on an unknown date on an unknown side. Subsequently, patient was revised on (B)(6) 2015 due to infection. The tibial bearing was removed and replaced and a washout was performed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.